Event description:
A customer reported that there was an anterior capsule tear during an intraocular lens (iol) implant procedure. Additional information was requested.

Event description:
Additional information was provided by the manager of surgical services stating the surgeon does not feel the lens caused or contributed to the event. The patient's capsular bag would not support the lens, therefore a different lens model was implanted.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).